Event description:
It was reported "again, the surgeon was loading the rod down on the trio system and the ball ring popped out of the connector. The surgeon said that he was rotating the rod at the time."